Manufacturer narrative:
D10 concomitant products: 173024 173024 endo stitch 0 grn 120 surgidac - (lot#j5b1869y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic paraesophageal hernia repair, while suturing and tying the knots with the endostitch suture, it was fraying, and the suture popped off the needle with hardly any pressure or force. The same issue occurred on a total of 12 sutures from the same batch and one suture from a different batch number. The surgeon opened more sutures from a different batch number to resolve the issue. There was no patient injury.

Manufacturer narrative:
Correction: e1 additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the suture was returned frayed and broken. Functionally, the suture length was measured with a metal yard stick, calibration asset: nh02505, and was determined the length to be 2 inches. The original suture length according to the product description was 48 inches. It was reported that while suturing and tying the knots with the endostitch suture, it was fraying, and the suture popped off the needle with hardly any pressure or force. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of broken suture that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.